Event description:
It was reported that during a hip fracture tfn fixation surgery, the surgeon inserted the tfn and when he went to insert the helical blade, the blade kept hitting the edge of the nail. The surgeon tried realigning several times and nothing helped. The distal locking hole was also out of alignment. The surgery was delayed by thirty minutes due to malfunctioning devices. This is event 12 of 14 for this report. This complaint is on 4.0mm trocar.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is reported that the pt is (B)(6). The product evaluation visual inspection revealed some minor dings on the top surface and the point. There is some discoloration around where the shaft and head meet. The product investigation revealed that the complaint s deemed invalid. The DHR was reviewed and no issues that would have resulted in this complaint were found.